Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. All labels were still intact and there were no physical damage found. The reported problem was confirmed - a white substance had adhered to the front of the pressure gauge. The reported problem was deemed due to manufacturing error. The front panel was removed to access and remove the foreign substance. The foreign object is backing from a tab on the protective film placed over the manometer gauge as purchased. It should be discarded during production. In this case, a piece of backing became separated from the film and was inadvertently trapped inside the ventilator assembly. It was not visible to operators or final release inspector or by the receiving inspector/tester. It is likely to have been dislodged and settled on the gauge, behind the front panel, during shipment or handling. The manufacturing device history record (DHR) has been reviewed and attached the device had passed all tests and checks. D4 UDI is unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that, during a pre-use check, a white plastic tape-like substance inside the internal pressure gauge was found. No patient injury was reported.